Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022- 01624. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a clinical procedure, the implants at tooth sites #3 & #5 were removed due to an unknown reason. Follow up attempts for additional information have been made, however, to date no additional information has been provided/received.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-01624-1. This report is being submitted to relay additional information and device evaluation. One (1) osseotiteâ® tapered certainâ® prevailâ® implant 5/4 x 10mm (xiitp5410) and one (1) osseotite tapered certain prevail implant 5/4 x 8.5mm (xiitp5485) were returned for investigation. Visual evaluation of the as returned implants identified no damage or signs of malfunction that would contribute to the event. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot numbers revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are clinician error and patient factors. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.